Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with a cartridge during basal delivery. Customer's blood glucose level was not impacted. It was confirmed that the customer was able to load a cartridge successfully and resume insulin delivery.